Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 459mg/dl. Customer treated high blood glucose by insulin pen and current blood glucose was 337mg/dl. Customer states that they had cannula bent. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir and declined to troubleshoot for the high blood sugar. Customer advised to change entire set. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches.the insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.